Event description:
A stent fracture was observed during the pt's 12-month f/u visit. The pt was enrolled in the (B)(4). The stent was implanted in the sfa and had been elongated approximately 106% at implant.

Manufacturer narrative:
There were no prior reported adverse events or device issues for this pt. The stent fracture was likely the result of the initial elongation of the stent at implant. The elongation event was a result of improper deployment technique. The physician has been retrained. This event occurred in a (B)(4). The supera device holds the ce mark for the indication of peripheral vascular use. This is one of three stent fracture reported in the history (since 2007) of the supera stent. The two other stent fractures also occurred in stents that were extremely elongated. The MFR is waiting on additional info regarding this event. An MDR supplement will be provided if new relevant info is received.